Manufacturer narrative:
No problem found with returned cartridge. There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the extracorporeal circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment operator was unable to resolve alarms; due to amount of time troubleshooting blood was not rinsed back. Estimated blood loss was 190cc. Patient's hb on (B)(6) 2012 was 9.9 and hb on (B)(6) 2012 was 9.4. Epogen was increased to 10,000 units 3x/week from 8000 units 3x/week. No other medical intervention provided.